Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy without lymphadenectomy surgical procedure, the 8mm monopolar curved scissors instrument wrists were not moving properly while the surgeon's head was in the 3d viewer. The movements of the instrument were scaling appropriate but, were diminished and not in the intended direction. There were no delays/lag during movements. No frictions or any collisions during the procedure. When the or team deinstalled the instrument from the universal surgical manipulator (usm), and removed the tip cover, the first assistant observed and noticed that the cords were broken. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.